Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred one minute into treatment and was noted by the phoenix hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate and with positive hemastix. It was reported that the dialyzer had passed the machine's air leak test during set up. Estimated blood loss was reported as 250 cc to 300 cc as a result of not returning blood from the extracorporeal circuit to the pt. Treatment was resumed with a new psn 210 dialyzer of the same lot and completed without incident. It was reported that the pt's hgb dropped from 10.3 to 9.3 after the incident, however, a blood transfusion was not required. No pt injury or medical intervention was reported to be associated with this incident per hcp.